Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It has been reported: "while on cardiopulmonary bypass, the display would intermittently read "arterial stop". However the pump never stopped. They jiggled the level detector cable and the problem resolved." (B)(4).